Manufacturer narrative:
Please note that the exact event date is unknown and that the event date in is the complaint awareness date. As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury, damage, including, but not limited to bilateral deep vein thrombosis (dvt) and ivc occlusion below the filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses pain and suffering and other damages. No additional information is available. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Clinical factors that may have influenced the event include patient, pharmacological, lesion characteristics or other comorbidities. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported event. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design, manufacturing process or implantation of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported through the legal department via a legal brief, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury, damage, including, but not limited to: bilateral deep vein thrombosis (dvt) and ivc occlusion below the filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses pain and suffering and other damages. No additional information is available.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury, damage, including, but not limited to bilateral deep vein thrombosis (dvt) and ivc occlusion below the filter, migration of the filter. Per the patient profile form (ppf), the patient additionally reports blood clots, clotting and or occlusion of the ivc, and pain and anxiety. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Blood clots, dvt and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported through the legal department via a legal brief, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury, damage, including, but not limited to: bilateral deep vein thrombosis (dvt) and inferior vena cava (ivc) occlusion below the filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses pain and suffering and other damages. No additional information is available. As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, migration of the filter. As a result of the malfunction, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. According to the information received in the redacted patient profile form (ppf), the patient additionally reports blood clots, clotting and or occlusion of the ivc, and further experienced pain throughout the body and anxiety related to the filter. There is no additional information available for review.

Manufacturer narrative:
Please note update to section d4. A lot number was provided, however, it could not be verified and no additional information is available at this time.

Manufacturer narrative:
After further review of additional information received, as reported, the patient underwent placement of a trapease vena cava filter. The patient is reported to have had a history of chronic obstructive pulmonary disease (copd), diaphragmatic hernia, bilateral knee joint replacements, esophageal reflux, irritable bowel syndrome, non-infectious gastroenteritis, colonic diverticulosis, chronic back pain, chronic kidney disease, migraines, insomnia with sleep apnea, osteoarthritis, osteoporosis, myalgia, miosis, hypertension, bladder hypertonicity, hyperlipidemia, smoking with additional second hand exposure, chronic constipation, obesity, chronic cystitis, lower extremity bilateral deep vein thrombosis (dvt), recurrent pulmonary embolism (pe) and bipolar depression. The patient¿s surgical history included hysterectomy, hiatal hernia repair, bladder surgery, coccyx removal and right ulnar and brachial nerve release. The patient presented to hospital with worsening shortness of breath. At the time of this event, the patient¿s coumadin had been recently discontinued. Diagnostic testing revealed bilateral pe and bilateral lower extremity dvt. The patient underwent placement of a trapease vena cava filter in an infrarenal position above the iliac bifurcation without complications. Approximately four years and seven months after the filter implantation, the patient underwent an imaging study that revealed that the filter was in place. At some point after the filter implantation, the patient became aware that the filter had migrated and was associated with bilateral deep vein thrombosis (dvt) and occlusion of the inferior vena cava (ivc) below the level of the filter. In addition, the patient reported having experienced pain, anxiety, blood clots, clotting and/or occlusion of the ivc. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter migration could not be confirmed and the exact cause could not be determined. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the ivc including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Stenosis, blood clots, clotting, embolism, thrombosis and/or occlusion within the device or within the ivc and/or vasculature do not represent a device malfunction. Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined. These clinical events do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Corrected data: section d4: the lot number previously provided is invalid.

Event description:
Additional information received per the medical records state that the indication for filter placement was bilateral pulmonary embolism (pe). Fluoroscopy was used to visualize the inferior vena cava (ivc), and the trapease filter was deployed in an infra-renal position above the iliac bifurcation. Placement was confirmed and no complications were reported. The patient's medical history includes chronic obstructive pulmonary disease (copd), diaphragmatic hernia, bilateral knee joint replacement, esophageal reflux, irritable bowel syndrome (ibs), noninfectious gastroenteritis, diverticulosis, chronic back pain, insomnia with sleep apnea, osteoarthritis with spinal compression fractures, osteoporosis, myalgia and miosis, hypertension, bladder hypertonicity with incontinence and stimulator insertion, hyperlipidemia, chronic constipation, chronic kidney disease, migraines, obesity, deep vein thrombosis (dvt) of lower extremities, bipolar depression, appendectomy, total abdominal hysterectomy and bilateral salpingo-oophorectomy (tah-bso), hiatal hernia repair, bladder surgery, coccyx removal, former smoker, nerve release right ulnar and brachial. Additional medical records were received for the patient. The patient received treatment for pre-existing conditions after implantation of the filter. These conditions and treatments include: computed tomography (CT) scan of lumbar spine for old compression fracture with compression of nerve roots. A sleep study for moderate sleep apnea which was treated with a continuous positive airway pressure (CPAP) machine. A dobutamine stress test for chest pains, no ischemia, chest pains were related to previous pulmonary emboli. The patient was admitted for shortness of breath related to chronic obstructive pulmonary disease (copd). The patient was admitted for migraines. The patient had replacement of a bladder stimulator. The patient experienced abdominal pain related to diverticulitis and irritable bowel syndrome (ibs). The patient experienced tachycardia/ palpitations related to copd.   Additional medical records also state the patient experienced multiple conditions that were unrelated to the filter. These conditions and treatments include: back spasms, alzheimer¿s disease, abdominal and back pain ¿ lung nodule diagnosed as lung cancer with right lower lobectomy, pneumonia, flank pain ¿ kidney infection, hip pain after a fall at home, right hand pain after fall a at home, knee pain after fall at home, urinary tract infection (uti), right thigh pain after fall at home and right leg pain after fall at home.

Manufacturer narrative:
Additional information: section b3 (event date) section b5 (event description) section g4 (date received by the manufacturer) section h6 (evaluation codes: addition of device codes 4003 and 816, method code 4117 and conclusion codes 4315, 4310, 22). Complaint conclusion: it was reported that a patient underwent placement of a trapease inferior vena cava (ivc) filter. The information initially provided indicated that the filter subsequently malfunctioned and bilateral deep vein thrombosis (dvt) and ivc occlusion below the filter. Additional information provided indicated that the filter migrated. The indication for the filter implant, procedural details and medical history of the patient have not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Deep vein thrombosis (dvt) was reported. Blood clots, clotting and/or occlusion of the inferior vena cava or the vasculature does not represent a device malfunction. Clinical factors that may have influenced the events include patient, pharmacological and vessel characteristics. Inferior vena cava filters are not indicated for use in the prevention of deep vein thrombosis. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Based on the minimal information provided, it is not possible to draw a clinical conclusion on the reported events. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design, manufacturing process or implantation of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported through the legal department via a legal brief, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury, damage, including, but not limited to: bilateral deep vein thrombosis (dvt) and ivc occlusion below the filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses pain and suffering and other damages. As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, migration of the filter. As a result of the malfunction, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.